Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A picture of the unused cassette over pouch was returned to baxter and visually inspected. It was noted that the only holes in the pouch was the flutter vents. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. A batch review was performed on the associated lot with no issues noted. There was not enough data within the complaint information to identify root cause; therefore, the root cause of the complaint was not determined. The patient is inquiring about the intended flutter vents on the overpouch. The integrity of the set (sterile fluid path) is not impacted by the perforations/vents. These pouches serve only as a dust cover, as the set sterile fluid path is maintained by the tip protectors. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A care giver (cg) reported to baxter that a cassette overpouch had 3 holes in it. The cg stated the shipping package showed the holes too. The product was received by normal post (sedex). The patient was not involved as the damage was noticed prior to use and the product was not used; there was no patient injury involved.